Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024). - upon reception, the returned smarttouch tablet was tested, and the reported behavior was not reproduced, as threshold tests could be performed normally. - in-depth analysis of the extracted expertise files was performed, but the reported issue could not be confirmed. Numerous threshold tests were performed on the gali device on 11 april 2023, between 17:20 and 17:29 but none lasted more than 15 seconds and all tests were successfully stopped by a save operation performed by the user. The session was ended normally at 17:40 and a new session was launched at 17:45. Available log files did not allow to confirm the reported windows error message. - based on available data, no evidence of an anomaly could be found on the subject smarttouch tablet. - the tablet followed the normal repair workflow and was returned to the field.

Event description:
Reportedly, during the implantation of a gali device, the smarttouch tablet froze during a lv threshold test for about 30 seconds. No action was possible in the meantime, and the tablet functioned again afterwards, but the same issue occurred during another test. A windows error message was displayed, asking to restart the programmer.